Manufacturer narrative:
(B)(4). The device reported, list number 56548, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The abbott clinical nurse educator confirmed that this tube was not faulty.

Event description:
Same case as #1527460-2013-00022. The complainant reported the balloon valve/band detached. The tube was inserted on (B)(6) 2013; however, no other details were provided.